Event description:
The quality assurance technician reported that during routine testing of the device at the laboratory, there was a display distortion when the flat panel interface node controller (fpinc) board was flexed. There was no patient involvement.

Manufacturer narrative:
The complaint is confirmed by the quality assurance (qa) technician. The qa technician noted horizontal lines or unreadable display with pressure applied to the fpinc board. Under magnification, contamination was observed. With the connectors cleaned, the display distortion was eliminated. The unit was sent to in house service department to be brought to manufacturer's specifications prior to being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.